Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system generated the error send data to atlas result protocol error the remote server returned an error (413) request entity too large, which was associated with network and firewall settings. The technical support specialist identified that the station firewall was enabled, disabled the firewall, ensured network stability, and monitored the station for several days. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fatal error occurred and failed to communicate, which located on 3northb. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.